Manufacturer narrative:
The field service representative (fsr) verified the reported issue, there was no flow data on the ccm. He replaced the flow pod. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2019 the log shows the sensor connected/disconnected several times. There is no indication in the log the sensor was ever coupled to the tube with fluid. This would cause the reported issue of no flow and "---" displayed. The fsr indicated that the customer swapped out the sensor first and still had the issue. They swapped out the flow module and that resolved the issue. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit had no flow reading, the central control monitor (ccm) was only showing three dashes. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. He connected the flow module and power cord to a lab-use only (luo) roller pump, luo flow sensor and a water loop and the flow module operated as expected in both ambient and cold temperatures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.